Event description:
The pump alarmed "self check due" and could not be reset. The patient's blood pressure dropped due to the interruption of the therapy. There was no resultant patient complication.

Manufacturer narrative:
MFR's report date 5/9/97. The pump received and visually and functionally tested. The pump was not in the "self check due" mode when received. The pump was found to meet MFR's specifications. The pump is designed to perform a self check every for weeks, or if the pump has not been run for a significant period of time. The self check not clearing could not be duplicated. The user will be informed on the proper procedure for resetting this function. To preset the pump, the user has to follow the prompts on the screen instructing them to remove the set, the pump will then cycle through its self check in approx. One minute, then the user should reinstall the set and the pump can be restarted.